Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) 2016. The patient reported obtaining a blood glucose reading of 329mg/dl on the subject meter. The patient manages their diabetes with insulin with no adjustments. The patient reported having panic attacks on (B)(6). The patient denied receiving any treatment for this symptom. At the time of troubleshooting the meter failed a control solution test with results out with the range as printed on the test strip vial. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lifescan¿s criteria for a serious injury and they did not receive any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.